Manufacturer narrative:
Additional information was received on february 24th, 2025 stating that the distributor received the pump for investigation and found that the pump was functioning as intended. No deposits were seen where the tank was inserted. The altitude alarms were confirmed in the pump history, but no occlusion alarms were found in the pump history. B3; d4; h4. H6: removed 2423.

Event description:
It was reported that the cartridge was damaged and leaking at the o-ring interrupting insulin delivery. Additionally, an altitude alarm and an occlusion alarm occurred. Subsequently, the customer experienced an elevated blood glucose (bg) and ketoacidosis; bg value was not provided. Customer was hospitalized and experienced vomiting. Reportedly, the customer reverted to an alternate form of insulin therapy. No additional information on the length of hospital stay or additional treatment were provided.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.